Event description:
(B)(4). The dealer reported that allegedly the t4x24rda mechanical wheelchair coating was peeling on unit's arms, resulting on a minor cut on user's unknown body part. No medical attention was sought. Should we receive additional information, this file will be reviewed, and a supplemental report will be submitted.